Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer required calibration between the stylus touch pen and the display screen. Follow-up determined that the calibration attempt was successful and the issue resolved. The programmer remains in use, and will not be returned at this time. No patient complications have been reported as a result of this event.